Manufacturer narrative:
The delivery device was disposed, and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis

Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, moderately tortuous, mid lad (left anterior descending) lesion measuring 2.5x20mm with 95% stenosis. Target lesion one was treated with pre-dilation with a 2.5x20mm balloon, placement of a 2.75x28mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Moderate balloon withdrawal resistance of the taxus liberte stent delivery balloon was resolved without treatment by rotation. The investigator reported this event was due to lesion length and calcification. No patient complications were reported as a result of this event.